Event description:
Ous MDR - this lead exhibited noise at a device check up. Externalized conductor cable was visible by movie and image. The lead and device were removed.

Manufacturer narrative:
The implantable cardioverter defibrillator (ICD) and the lead under complaint were returned and subjected to an extensive analysis. Upon receipt, the memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the occurrence of noise could be confirmed, leading to one charging cycle during episode 52 on (B)(6) 2018. However, a thorough analysis of the ICD proved the device to be fully functional. The lead was found cut approx. 11.5 cm distal to the is-1 connector pin. A proximal and a distal lead fragment were received. In between a 6.5 cm segment of the lead body was missing. The returned lead fragments showed multiple abrasion marks along the lead fragments. In particular 15 cm and 8 cm proximal to the lead tip the insulation was found rubbed through. In these regions the conductor cable to the ring electrode was exposed, as mentioned in the complaint description. The observed damage can be considered to be the root cause of the noise artefacts on the iegm. Based on the characteristics of the damages, it is reasonable to assume that the lead had been subject to severe mechanical stress due to excessive intracardiac motion in the area of the tricuspid valve and constant friction against the nearby lead. The provided x-ray movies showed that the distal lead body was bent multiply in small radii. Furthermore significant interaction with the nearby lead could be confirmed. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.